Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server pharmacists were receiving orders; however, the orders were not transferring to the pyxis machines. The customer stated that data was not populating correctly, with health sight viewer accessible but shown delayed patient information, delayed pharmacy orders, and a down status. The external system involved was cerner adt rx. Pyxis stations were operated on backup and placed on critical override mode. The customer requested to be shadowed during troubleshooting and indicated that device information, as well as patient and order details, were not available at the time of reporting. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.